Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient stated that he woke up and discovered his tandem insulin pump had a red ¿x¿ on it, indicating that the patient¿s sensor had failed. The patient was unaware of when the sensor failed or what his last known cgm value was prior to the wearable failure since he was asleep. The patient was experiencing dizziness, temporary vision loss, impaired coordination, and confusion. The patient went to the emergency room (ER) and was diagnosed with dka. The patient¿s bg meter reading was 600 mg/dl. He was treated with IV fluids. The patient was discharged on (B)(6) 2025. The patient was in ¿felt better¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.